Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2018 regarding a uvsl command module's failure to alarm for a high heart rate while on a patient. No injury was reported.

Manufacturer narrative:
The ultraview sl command module was received at spacelabs¿ equipment service center for evaluation. The reported problem could not be duplicated. The database information retrieved from the fse onsite investigation was reviewed by spacelabs¿ r& d engineer. This review found that the parameter source for the heart rate alarms was set to the spo2 parameter and when the pulse amplitude became too low, the detected pulse rate dropped below the high heart rate alarm threshold. There was no device malfunction. This report is complete and this particular issue is considered closed.